Manufacturer narrative:
MDR regulatory awareness date - correction b5: describe event or problem - correction g3 date received by mfg - correction h2 type of follow up: correction

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a signal loss occurred frequently 12/22/2025 and 12/24/2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).